Event description:
It was reported there were error and faults during use. There was no pt impact.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints rec'd by the MFR for the time period (B)(4) 2010 through (B)(4) 2012. Eval: the unit was rec'd in fair condition with minor surface imperfections. The power cord and user manual was rec'd. The unit delivered only peak cut rf energy. Cut and coag caused f9 alarms. The f9 fault was the result of a failure (intermittent) of component u4 on the dc power supply. When this component isn't functioning, no regular cut nor coag rf energy can be delivered by the unit. The u4 on the dc power supply pcba was replaced. All safety tests were performed and the unit was recertified for use.